Event description:
The customer reported that when syringe module IV lines are changed in the nicu, there is concern about the time it takes vasopressors to reach the baby after reconnecting the tubing. Vague information was provided indicating that there have been blood pressure spikes or drops associated with the pressor line changes. There are no details of any specific events and no report of any lasting harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.